Event description:
Customer reported that she was hospitalized on (B)(6) 2012 due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 25 mg/dl. Customer stated that her reservoir was empty when she arrived to the hospital and the drive support cap was damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.